Manufacturer narrative:
Block b3: exact date unknown, event was noted a year before the explant occurred. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 18106097/18106097.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate pain relief. All device components were removed and discarded by the medical facility.